Event description:
The study reported a patient underwent a right knee revision due to pain approximately 15 months postop. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Report source: italy. Biazzo, a., d'ambrosi, r., staals, e. Masia, f., verde, f. (May 2022). Hybrid cementation technique using the new modular system for aseptic knee arthroplasty revision surgery. The archives of bone and joint surgery. 10 (5), 432-438. Https://doi.org/10.22038/abjs.2021.52467.2593. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: kne-vanguard-bearing-unk; MDR: 0001825034-2022-02005; kne-vanguard-tibial trays-unk; MDR: 0001825034-2022-02007. Insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - femur . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A radiograph was provided, but it would not enhance the investigation as it is not known which patient it belongs to. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.